Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were observed. There was no reported patient involvement. The manufacturer¿s service technician observed err_loss_of_comm_charger, an internal battery fault, and err_int_li_ion_not_present, the internal li-ion not present as indicated by the charger chip ((B)(6)) status and therefore the battery is not chargeable or useable, in the device's event log. The technician recommended replacing the device's power management board to address the issues. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. Additionally, the device was found to have missing/displaced rubber feet. The enclosure feet would need to be replaced to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. This is not related to the reportable malfunction/issue.